Manufacturer narrative:
The device was interrogated with a programmer and presented in backup vvi mode. The device image was reviewed and the monthly battery measurement trend, the daily battery measurement trend, and monthly fuel gauge were reviewed and appeared normal. The device image indicated a reset was caused by an event queue overflow (eqo) and multiple radiofrequency (rf) interrupts. The cause of these resets is due to an rf integrated circuit anomaly. The device was restored via the programmer and was re-interrogated; communication was successfully established and the device presented in normal operating mode. The reported event of backup operation was confirmed.

Event description:
During a remote follow up, the device was found to be in backup vvi (bvvi) mode. The cause of the bvvi was found to be due to an event queue overflow related reset. The device was explanted and replaced to resolve the event. The patient was in stable condition.